Manufacturer narrative:
The reporter did indicate that the device did not malfunction during the procedure. According to the physician, the issue is believed to have been caused by dilation of an existing stricture by the optical probe balloon, which is a typical response for a stricture when in contact with any balloon. Because the nvisionvle optical probe was not returned it could not be physically inspected. The device history record was reviewed and no anomalies were identified that could have contributed to this event. Related warnings in the instructions for use specify: this device will inflate to labeled diameter and therefore, should not be used in any anatomy where this size would be inappropriate. Strictures, inflammatory disease or esophageal masses may prevent the adequate expansion of the nvision vle optical probe.

Event description:
The physician selected a 20 mm nvisionvle optical probe, which contains a 20 mm balloon, for oct imaging. The physician successfully performed the procedure. There were no nvisionvle optical probe or imaging console failures observed. When the balloon was deflated and removed from the patient, bleeding was noted and a mucosal tear was found at the site of a prior stricture. The physician then used an endoscopic clip to stop the bleeding and there was no additional follow-up or elongation of procedure. According to the physician, the stricture was dilated by the optical probe balloon, which is a typical response for a stricture when in contact with any balloon.